Event description:
Customer reported receiving a no delivery alarm on the insulin pump and stated that it was due to an empty reservoir. Customer stated that the 25 unit bolus that he took earlier in the day was not registered in the bolus history. Customer's blood glucose reading at the time of the call was 239 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.